Manufacturer narrative:
(B)(4). Report source - (B)(6). This product is not cleared or distributed in the u.s., however, this report is being submitted as zimmer biomet manufactures a similar device that is cleared or distributed in the united states customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the inspection member found hair-like substance in the sterile package. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Model #:(01)00889024366305 (17)281231 (10)64131761. This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. The root cause of the reported issue is attributed to a manufacturing deficiency. Visual examination of the returned product confirmed the presence of a foreign fiber approximately one inch long in between the unopened inner and outer cavities. The ftir spectrum of the foreign fiber is consistent with that of a biological material and is considered to be a hair. The likely condition of the part when it left zimmer biomet control is considered non-conforming based on the evaluation of the returned product. The root cause of the reported issue is attributed to a manufacturing deficiency. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.